Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Investigation summary: analysis of the submitted log file provided by the account confirmed low flow alarms; however, a specific cause for these events could not conclusively be established through this evaluation. The report of damage to the external portion of the patient¿s driveline could not be confirmed through this investigation as heartmate ii lvas, serial number (B)(4), remains in use and no photographs showing the cosmetic damage were submitted for review. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2018. The pump¿s fixed speed was set to 9600 rpm and pump power, estimated flow, and average pi typically ranged from 4.2-6.2 watts, 2.5-5.6 lpm, and 4.5-8.2, respectively. Transient low flow hazard alarms were captured on (B)(6) 2018 and (B)(6) 2018 when the flow dropped below the threshold of 2.5 lpm. These events did not appear to be associated with elevations in pump power or pi events. Despite the observed alarms, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The account reported that the low flow alarms seemed to occur while the patient was lying on the left side. A specific cause other than dehydration could not be identified. The patient also noted no external power alarms on (B)(6) 2018 and (B)(6) 2018 (covered under (B)(4). During the visit, it was noted that the patient¿s driveline appeared twisted and kinked and the outer coating had several areas of rescue tape applied to it. The patient was asymptomatic and did not receive any treatment. No lvad equipment was exchanged. The patient remains ongoing on the device, and no further events have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced twisting and application of rescue tape on the external percutaneous lead (driveline) was also reported under MFR. Medwatch report # 2916596-2018-05348. Age of device - 2 years, 11 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of the lvad system noted low flow alarms recorded on (B)(6) 2018. These alarms reportedly seemed to occur when patient was on left side. No adverse impact to the patient was reported. Additionally, the driveline appeared twisted and kinked with rescue tape on several areas. No further information was provided.